Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test and self test. The test p-cap locks properly in place in the reservoir compartment noted. Unit successfully downloaded to thump. No pump error 15 alarms noted during test. In further full review found pump error 15 alarm (line number 1935 file number 0) in the pump history on (B)(6) 2022 at time 06:24:31.000 due to software. No unexpected pump error 15 noted in the pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, scratched case, pillowing keypad overlay, and corroded battery tube. No pump error 15 noted during testing ;however, found on history files. Pump error 15 alarm was confirmed due to software error. Moisture found on the electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, customer reported pump error-15 alarm and it was second time customer reporting the pump error 15 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer was able to clear the alarm, rewind and self test. The insulin pump was returned for analysis.